Event description:
During initial assessment of a returned homechoice device a baxter technician identified an increased intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 /during drain cycle 1. The drain volume was 2046 milliliters (ml). This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The device was determined to meet functional and electrical performance specification requirements per rite (return instrument test/evaluation) testing. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, false empty detect and use error- initial drain alarm setting inappropriately programmed (off). A service history review revealed no previous service events were related to the reported condition. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.